Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 04/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigators were unable to duplicate unresponsive keypad. Testing confirmed that all buttons responded appropriately. The keypad has no visible damage. There was no contamination under the button contacts. The pump was opened and it was found that the keypad flex connector is firmly seated and no signs of damage or contamination visible.

Event description:
On (B)(6) 2013, the distributor contacted animas stating that the ok keypad button was unresponsive. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.